Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - unit was received with the shock cushion worn from routine use. The 6-inch transitional teeth were worn, the ¼ inch pin was worn and the adjustment wrench had worn threads. Root cause - the complaint was confirmed via inspection of the unit. Unit required preventive maintenance and replacement of worn parts as a result of normal wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the gold locking handle on the mayfield ultra base unit (a2101) was loose and did not completely lock; the frame needed to be tightened and the adjustment wrench was missing. It is unknown if there was patient involvement however; no patient injury or surgical delay has been reported.